Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anes2 broken half height matrix drawer 2.1 had a latch or sensor that was not working and needed to be replaced. The customer reported that there was a delay in patient are. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) checked the drawers 2.1 and 2.2 and found both in hardware test application (hta). Then both the drawers were able to lock and unlock without any errors. The system functioned as intended after the field service engineer investigated the issue.